Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The field service engineer (fse) evaluated instrument and removed line 118. The fse flushed line 118 and removed the obstruction which resolved the issue with the leak. (B)(4).

Event description:
Customer reported a leak from the cap piercer assembly on their unicel dxc 800 pro synchron system. The customer stated that there is no injury to the operator, and no medical attention needed due to this event. No erroneous results generated. The customer was personal protective equipment.